Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the mega suture cut needle driver instrument was suturing when the cable snapped. The procedure was completed with no reported injury.